Event description:
Related manufacturer reference number: 2017865-2021-38531. It was reported that the patient presented in clinic for pocket infection. The entire system of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.